Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were running through batteries very quickly. The customer's blood glucose was 7.1 mmol/l. The customer stated that they did not receive any weak battery alert. While troubleshooting, the customer explained that the battery did not last for more than one week. The customer also received the battery out limit alarm and failed battery test alarm while troubleshooting. The customer confirmed that the battery compartment and spring were neither damaged nor corroded. The customer mentioned that the insulin pump would alarm failed battery test even when the batteries were out of the insulin pump for less than one minute. The customer was advised that the insulin pump would be replaced due to the battery out limit alarm. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify no battery out limit alarm or unexpected low battery or of no power alarms due to blank display. The insulin pump was unable to verify failed battery alarm due to blank display. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.